Event description:
It was reported that the device had a reset and a mgr (manual guided reset) was performed. The device remains in use. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated a partial electrical reset. A manual guided reset occurred on 2014-(B)(6). No prior resets. Suspect a bit flip caused the error to be displayed.